Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.